Event description:
Medtronic received information that prior to use this bio-console instrument showed low battery. Use of the instrument was unspecified and there was no adverse patient effect.

Manufacturer narrative:
Device evaluation summary: the reported instrument showed low battery was verified by service. The issue will be resolved by replacing the system controller module and battery and by performing calibration of the instrument. Preventive maintenance will be performed per specification. Conclusion: complaint confirmed for the reported instrument showing low battery by service. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Note: this unit was manufactured in june 2012; batteries are to be replaced every 4 years per the preventive maintenance schedule. A review of complaint and service records for march 2017 to march 2021 (4 years) associated with this unit found no other instances of battery replacement. Batteries met their lifecycle requirements. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.